Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The patient was connected at the time of the event. This occurred during drain one of six of automated peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with ending the therapy session, advised the patient to contact their nurse regarding the issue and to start a new therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.